Event description:
On an unk date, the pt underwent a left to right fem-fem bypass for a right side artery occlusion. On (B) (6) 2010, this pt underwent an aorto-uni-iliac procedure with two gore excluder aaa endoprostheses trunk-ipsilateral leg components. On (B) (6) 2010, the pt presented with cold legs. Computed tomography showed that the graft had occluded and was collapsed shut. A thrombectomization was performed with angiojet and thrombetics. A 10 x 58 balloon expandable stent was also placed in the distal end of the gore graft. The pt tolerated the procedure, and had palpable pulses in both legs post-operatively.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). Add'l device implanted.